Manufacturer narrative:
Batch review performed on 03 february 2021: lot 092594: (B)(4) items manufactured and released on 19-jan-2010. Expiration date: 2014-11-30. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event since 1-jan-2017. Preliminary investigation performed by r&d project manager: looking at the images it is visible that the ha coating on the stem body has been completely absorbed. Slight signs of scratches are present on the neck area. The reason of this failure cannot be determined. Clinical evaluation performed by medical affairs manager: hip revision performed 8 years and 9 months after cementless total hip arthroplasty in (B)(6) year old woman. No information concerning patient general health status and the presence of comorbidities is available. In the radiographic image provided, radiolucent lines and signs of stress shielding are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
Revision surgery 8 years and 10 months after primary for suspected loosening. During the revision the stem came out easily. No infection detected. The surgery was completed successfully, stem, head and liner revised successfully.